Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an allergic reaction with lip swelling and respiratory distress. The patient was admitted to the emergency room. The health care professional planned to stop the pump. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.